Manufacturer narrative:
The device was not returned to stryker for evaluation. The reported issue was unable to be verified and was unable to be duplicated. Root cause could not be determined. Correction: section d9, h3, h6 method code, h6 results code, h6 conclusion code and h11 have all been corrected.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined dead battery was the cause of the reported issue. Customer received battery to resolve the issue. The device remained with the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.